Manufacturer narrative:
Section a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced blurry vision. The iol was subsequently explanted and replaced with another jnj lens of a different diopter. The patient is doing well. No further information is available.